Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter (B)(6) was returned was investigated. Visual inspection was performed on returned meter. No issues was observed. Meter did not power on with button depression and strip insertion. The meter was de-cased and visual inspection was performed. Contamination, blockage and corrosion was not observed. Extended investigation was performed. Visual exam was performed which showed a large solder ball shorting. DHR shows no failures. Since this meter is shorted, the usage logs could not be retrieved. A few smaller solder balls were also seen - they did not cause any shorts. Further extended investigation was performed. Visual inspection was performed on the returned meter and found a large solder ball creating a short-circuit condition. Due to the short on the pcba (printed circuit board assembly) the meter did not function as intended. The DHR was reviewed and determined all devices passed all manufacturing final tests. Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Therefore, this issue is confirmed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.